Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for implant procedure. During preparation to implant the left ventricular lead, insulation damage was observed. The lead was not implanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.